Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ in response to the occlusion issue, the customer changed the infusion set and cartridge, resumed insulin.